Event description:
This case was initially received via regulatory authority ansm. This spontaneous case was reported by a consumer and describes the occurrence of adnexa uteri pain ("pain in ovaries area") and the first episode of malaise ("malaise with all symptoms like a stroke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of malaise (seriousness criterion hospitalization) and fatigue ("chronic fatigue, more and more frequent"). On an unknown date, the patient experienced adnexa uteri pain (seriousness criterion medically significant), the second episode of malaise ("second malaise identical to first one with more important adverse events"), amnesia ("memory loss"), vision blurred ("blurred vision"), hypoaesthesia ("loss of sensation in upper and lower limbs"), dizziness ("dizziness"), anxiety ("anxiety attack with no reason and uncontrollable"), iron deficiency ("iron deficiency for several months"), menorrhagia ("haemorrhagic menstrual periods, or with a lot of clots"), depression ("suspicion of depressive state") and weight increased ("weight gain of 10 kg"). The patient was hospitalized for 3 days in (B)(6) 2015. The patient was treated with oxazepam (seresta) and acetylsalicylate lysine (kardegic). At the time of the report, the adnexa uteri pain, fatigue, the last episode of malaise, amnesia, vision blurred, hypoaesthesia, dizziness, anxiety, iron deficiency, menorrhagia, depression and weight increased outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, amnesia, anxiety, depression, dizziness, fatigue, hypoaesthesia, iron deficiency, menorrhagia, vision blurred, weight increased, the first episode of malaise and the second episode of malaise with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: adnexa uteri pain: the analysis in the global safety database revealed 61 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.